Event description:
Info received indicates, the brake is not holding.

Manufacturer narrative:
The tech found two casters and one caster support damaged. The tech replaced the casters and the caster support to repair the bed.